Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic hallux surgery the screws broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with kirschner wires. It was not necessary to switch the surgical technique or do a second surgery.